Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture on the right ventricular (rv) lead. It was noted that the patient was admitted to the hospital and was waiting for a check of the device. At this time, this product remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital and was waiting for a check of the device. Reprogramming efforts were performed and the patient is in hospice care. At this time, this product remains in service and there were no adverse patient effects reported.